Event description:
Additional information from the director of nursing regarding the event provided that the device was attached to the patient when the issue occurred. A second defibrillator was retrieved and utilized with unknown delay. The patient was resuscitated and there was no report of adverse effects to the patient due to the device use. There were no further details on the event and/or the patient provided.

Event description:
During a morning inspection while preparing the device for use, it was reported that it failed to boot up properly and froze at the self-test start up screen, a lock up failure. The device would not be able to provide defibrillation therapy in the reported condition. A second defibrillator was retrieved for use. There was no patient use when the device failure occurred. There was no report of adverse effects due to the device use.

Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined the cause for the malfunction to be a temperature sensitive ic chip, designator u2, on the user interface pcb assembly. There were no failures with the removed system pcb assembly as it is an ancillary part that was removed during repair.

Manufacturer narrative:
(B)(4). There was a patient involvement associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the programmed user interface pcb and system pcb assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.